Event description:
The customer contact reported difficulty regulating flow. The tubing set was being used to deliver an unspecified medication. The cair clamp was being used to regulate the flow. After an unspecified length of time in use, the solution reportedly would either not flow or unrestricted flow was noted. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.